Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure, the connection between the aquabeam motorpack and the aquabeam handpiece was intermittent after the first treatment pass and there was an unspecified error that appeared on the aquabeam conformal planning unit (cpu). The second treatment pass was unable to be completed. There were no adverse health consequences to the patient due to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.3 device evaluation by manufacturer: the aquabeam handpiece was returned for investigation. The treatment log files confirmed e42 - motorpack error and e43 - cpu error. However, during functional testing, the handpiece threw ane22 - motorpack error, which could not be cleared, but not the e42 and e43 as it is related to the console and cpu communication. Additional analysis found no signs of fluid ingress or other damages, and the signals captured were observed to be nominal. A reassembly of the sensor board resolved the e22 issue indicating it was an assembly issue. A review of the device history record (DHR) ab2000-b/ serial number (B)(6) and the aquabeam handpiece/lot number 23c00937 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manual was reviewed. Table 5 system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E42 - motorpack error release foot pedal and click x. If error persists, reconnect motorpack to console and turn off and turn on console. E43 - cpu error release foot pedal and click x. If error persists, turn off and turn on cpu. 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece dock the motorpack to the aquabeam handpiece: [ ] verify aquabeam handpiece nozzle position (i.e. The movement of the blue led) homes to the base of the aquabeam handpiece (fully proximal). [ ] apply sterile tape over the connection between aquabeam handpiece and motorpack to seal it. [ ] keep the motorpack and the aquabeam handpiece assembly with the scope clamp assembly in a secure and sterile environment. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.